Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed.  The reported problem (ecgs non-functional) has been confirmed.  Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was isolated to corrosion inside of ECG "c". The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.